Event description:
It was reported that pt had fusion at l4-l5 and l5-s1 with interbody fusion device, infuse bone graft, and local bone graft. Pt also had posterolateral fusion l1-sacrum with infuse bone graft and local bone graft placed in the gutters on top of the spinous processes. Approx 2 weeks post op, a cyst-like formation/collection of fluid was reportedly found in the lateral recess causing pressure on nerve root at the level of fusion. The doctor indicated that a revision surgery is being considered. It has not been established that the use of infuse bone graft caused or contributed to the developement of the cyst-like formation/collection of fluid; however, co is reporting this out of an abundance of caution.